Event description:
(B)(6). Male. Posterior medial root tear. Tibial spine had a slight bone avulsion that obstructed the pathway of the needle. Needle broke. Needle tip was lodged in an unretrievable zone that was confirmed on x-ray.